Event description:
The customer reported to customer service that her transformer is cracked and broken in half. The customer did not see any fire, flame, sparking and no injuries were sustained.

Manufacturer narrative:
A replacement power source was sent to the customer. Attempts to retrieve the product or to get additional information were unsuccessful. The product involved in this complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported that the housing cracked and broke in half, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or correct information, a follow up report will be filed.